Event description:
Pace medical was notified on march 29, 2011 by (B)(4) via letter that unit had a fault.

Manufacturer narrative:
Device returned by customer stating the output controls were off of range. Device was investigated and fault was duplicated. The control knobs had become loose. The knobs were refitted properly and the device was recalibrated and final tested. The pacemaker passed all tests and was returned to the customer. Observation may have been caused by rough handling by hospital staff.